Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
According to reporter, during a regular, scheduled trach change, a new packaged tracheostomy tube was opened & inserted into the stoma. After the tube was inserted, an attempt to connect the vent connection tube was made; however, the vent connection would not fit onto the trach tube adaptor because it appeared that the adaptor was too large. The bagger could also not be connected to the trach tube adaptor. Customer then proceeded to remove the first trach tube and inserted another, new packaged, tracheostomy tube. Customer was able to connect the vent connector to the adapter on the second tracheostomy tube.

Manufacturer narrative:
One used tts¿ cuffed tracheostomy tube and two unused devices were returned for investigation. Visual inspection of the returned used device showed that the 15mm connector was deformed and did not match the specifications for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).